Manufacturer narrative:
During investigation of the monitor a reportable malfunction was found. The front response button metallic dome was off center causing them to be intermittent. The root cause of the off center dome cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons are intermittent.